Event description:
On (B)(6) 2022, fresenius became aware this unknown patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with pain and ¿extreme peritonitis.¿ subsequent attempts to obtain additional information (e.g., patient demographics, culture/cell count results, discharge summary, causality, medication records) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be established. Given the minimal follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing peritoneal dialysis (pd) for renal replacement therapy (rrt) have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and fresenius medical care cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. Furthermore, it is unknown if the patient utilizes a fresenius device(s) and/or product(s) at home.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 26/mar/2022, fresenius became aware this unknown patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with pain and ¿extreme peritonitis.¿ subsequent attempts to obtain additional information (e.g., patient demographics, culture/cell count results, discharge summary, causality, medication records) have thus far proven unsuccessful.